Event description:
After an implantation period of approx. 1 month, it was reported that the device had migrated into the patients chest cavity. The device was explanted via video assisted thoracoscopic surgery. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The available data were inspected thoroughly. The x-ray image showed that the device had migrated to the patients thorax. The root cause of the migration could not be determined from the available data. However, it cannot be excluded that the implant position or the patients physiology contributed to the event.